Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen looked blurred. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was not performed. The customer reported that there was a white line which was about 1 cm on the screen and the screen looked blurred. The customer reported that it was difficult to see the value and no alarm occurred in particular. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical and horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test or verify missing segments due to blank display.